Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/28/2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.

Manufacturer narrative:
Com (B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed and passed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test. The data file was reviewed and the reported allegation was confirmed. The complaint could not be replicated with the returned device. The probable cause could not be determined post investigation.